Event description:
This x-ray system went down in the middle of a case. The procedure was not able to be completed on the pt.

Manufacturer narrative:
Eval: method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.